Event description:
The enterprise stent (enf453712/10220496) could not be deployed at the target site. The physician tried several times, but it did not work. A prowler select plus 45 degree (details unknown) microcatheter was used. The stent and the microcatheter were removed as a unit. The physician used other same size enterprise stent (enf453712/lot unknown). The procedure was successfully done. An adequate continuous flush was maintained through the catheter. There was no difficulty during introduction of the catheter over the guidewire prior to the attempted use of the stent. Nothing unusual was noted about the stent prior to use. The microcatheter was not reshaped. The catheter was placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the catheter to deploy the device. The deployment of the device was also attempted by pushing it out of the end of the catheter. No patient or vessel code information provided.

Manufacturer narrative:
Concomitant medical products: prowler select plus 45 degree (details unknown); another enterprise stent (enf453712/lot unknown). Product evaluation: a non-sterile stent of enterprise vrd was received inside of a plastic bag. Only the deployed stent was received for analysis. The delivery wire and the microcatheter involved were not received for analysis. No anomalies were found during visual analysis including analysis under vision system. Functional testing related to the reported inability to deploy the stent could not be performed since only the deployed stent was received; the delivery wire and concomitant microcatheter were not received for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10220496. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported inability to deploy the enterprise stent at the intended target site could not be confirmed; only the deployed stent was returned. Although no conclusion can be made with review of the available information, based on the return of the deployed stent, it is possible that procedural/clinical factors including vessel characteristics may have contributed to the event. The returned stent did not present with any anomalies or defects. The device records review indicated that the product met specification prior to shipment; therefore, no corrective or preventive actions will be taken at this time.